Event description:
The customer reported the unit has a red x and is chirping. Unit will stay on for about two hours and turn off spontaneously. There was no adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit has a red x and is chirping. Unit will stay on for about two hours and turn off. There was no reported patient involvement.